Event description:
It was reported that the patient's implantable cardioverter-defibrillator exhibited competitive atrial pacing which resulted in inappropriate mode switches. The patient was feeling fatigued. The device was reprogrammed successfully. The patient has improved and will be monitored normally.